Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation lead, flushed the neck pocket, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin and exposed. Cultures were taken and the results returned positive for infection. Physician sterilized the neck incision area and tucked the stimulation lead. Physician prescribed antibiotics.